Event description:
It was reported that 2 bags are untight at the seal. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was received for evaluation and the reported problem was confirmed. A 3.5 cm tear along the interchamber seal was found during testing. The root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. If additional information becomes available, then a follow up MDR will be submitted. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).